Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an extensive engineering investigation. The complaint regarding the circuit tubing unable to provide the adequate peep value was confirmed. The investigation determined that the fault was due to a faulty valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The astral circuit tubing is currently being returned to the resmed design house located in (B)(6) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device's circuit tubing failed to provide the adequate peep (positive end expiratory pressure) value. There was no patient injury reported as a result of this incident.